Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. It was noted that an omnipod 5 insulin pump was used at the time of the event. On approximately (B)(6) 2026 the cgm values were high, and no blood glucose fingerstick (bgfs) value was reported at the time. The patient was vomiting and believed he was hyperglycemic. The patient administered ¿multiple boluses¿ (unspecified amount of insulin) based upon the cgm values. The patient began to feel unwell and contacted a doctor. A bgfs was performed which revealed the patient's bg to be very low (in the 50 mg/dl range). The patient was treated with a nasal spray (presumed to mean baqsimi nasal glucagon) to stabilize his condition; and changing the pod. On a subsequent follow up phone call with tech support on (B)(6) 2026 the patient indicated no other details were remembered. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.